Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by consumer that a patient underwent unknown fascial procedure on unknown date and suture was used. Approximately three hours post procedure, the patient experienced anaphylactic reaction. The patient face, tongue and throat were swollen. The surgeon opined that the suture may have contributed to the event. The current condition of the patient is unknown. No additional information is available.